Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received her trial scs system, including a percutaneous lead, on (B)(6) 2011. Intraoperative, the physician positioned the lead at t8 which caused the patient to experience painful abdominal cramping. Once the lead was repositioned at t9, adequate parasthesia was obtained and the cramping ceased. Postoperative, the patient indicated the stimulation in her back was painful. As reprogramming was unable to resolve the issue, the trial was ended and the lead was explanted. No further pt complications were reported as a result of this event.